Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old hispanic female patient underwent a breast augmentation with two 400cc mentor memorygel breast implants and experienced generalized illness symptoms including breast pain, depression, insomnia, and anxiety post-operatively. The patient mentioned that the left side is ¿fallen¿, and her symptoms were mild. The patient felt like there is ¿balls¿ inside her breast. The patient right side had capsular contracture (baker grade unknown). She mentioned that the right side is high and hard as a rock; she has a sensation feeling like there is a foreign object that doesn¿t belong to the body. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On march 05, 2025, mentor received additional information regarding the patient's replacement device. It was reported that the patient's replacement device was a 535cc mentor memorygel breast implant (catalog number 3505535bc) with serial number (B)(6). On march 24, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device determined that the smooth hpg, 400cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2024, mentor received additional information regarding the patient's capsular contracture's baker grade level. It was reported that the patient's capsular contracture's baker grade level was baker grade 3. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 03, 2025, mentor received additional information reporting that the patient's device date of explantation was (B)(6) 2025. Section d6b. Has been updated to reflect this additional information. On february 10, 2025, mentor received additional information reporting that the patient's right side was found to be ruptured at the time of surgery. On february 21, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, capsular contracture, and rupture. On february 14, 2025, mentor received additional information reporting that the patient's replacement device was a 535cc mentor memorygel breast implant (catalog number 3505535bc). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 22, 2024, mentor received additional information reporting that the patient was to undergo device explantation on (B)(6) 2025. Section d6b. Explantation date: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness and breast mass. Manufacturer¿s reference number: (B)(4).